Event description:
Boston scientific received information that this pacemaker declared end of life (eol) very quickly and unexpectedly. Approximately 3 months ago, the device was predicting 1 year longevity remaining. At the most recent follow up visit, the device had declared eol unexpectedly. Premature battery depletion was suspected. The device was removed, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this pacemaker paced and sensed normally and exhibited normal impedance measurements. Laboratory analysis determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Declaration of this indicator occurs after the device completes an internal calculation of battery consumption. Factors influencing this calculation include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Any changes in those factors will impact the battery consumption calculation. It was noted that this device was reprogrammed with auto capture 'on' on around (B)(4) 2011. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the ert declaration point to ensure a minimum of 3 months battery life between ert and eol. This device assessment of operating current, battery charge state, and revision of the ert declaration point may cause differences and fluctuations relative to previous programmer battery status indicators.

Manufacturer narrative:
A new pacemaker was successfully implanted. To date, the explanted device has not been received at boston scientific. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device will be performed in an attempt to confirm and determine the clinical observations.